Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator became inoperable and generated a safety valve open condition. The ventilator was not in use on a patient at the time of the reported event. The field service engineer (fse) verified the reported issue. The fse replaced the breath delivery (bd) printed circuit board (pcb) and upgraded the software. The fse performed testing and calibrations and the unit operated within the manufacturing specifications.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.